Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct300 26.0 diopter lens was implanted in the patient's left eye (os) on (B)(6) 2018 at an axis of 002 degrees. Post-operatively on (B)(6) 2018, at the patient's follow up visit, the patient had blurred vision secondary to a shift in the cornea which created a shift in the axis of cylinder causing the lens axis to change to 010 degrees. Therefore, a lens repositioning procedure was performed on (B)(6) 2018. Reportedly, there was no patient complications and/or related injury. Outcomes did not significantly interfere with activities of daily life. No additional information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as to date it remains implanted; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received which reported the subject came in for a 6-month study visit on (B)(6) 2018 and the intraocular lens (iol) axis was measured as follows: os: 165 degrees (9 degrees from iol repositioned location of 156 degrees). Iol reposition occurred on (B)(6) 2018. Currently there is no planned intervention for the new rotation.